Event description:
It was reported that this slimline fiber broke approximately 6 cm from the tip during a transurethral lithotripsy procedure. The procedure was completed with the same fiber. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.

Event description:
It was reported that this slimline fiber broke approximately 6 cm from the tip during a transurethral lithotripsy procedure. The procedure was completed with the same fiber. There were no patient complications.